Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, physician used venaseal occluding device to treat the right great saphenous vein (gsv). A month post index procedure, venaseal was used to treat the left great saphenous vein (gsv). The procedure was completed as per IFU. There were no challenges or deviations related to the location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. No challenges compressing gsv. The patient experienced a small hypersensitivity reaction after the second treatment which was resolved with benadryl. Approximately three month post index procedure and two months post second procedure, patient was experiencing a raised rash that seems to be getting worse. Patient has been prescribed a medrol dosepack, benadryl and a h2 blocker. Patient given topical steroid and bendaryl. Issue has seemed to resolve. No further injury reported.